Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information revealed on operative notes that during the operation some yellow fluid and some slightly gray yellow fluid consistent with meallosis and alval disease was found.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: m2a-magnum 42-50 taper insert standard catalog#: 139256 lot#: 888700; taperloc porous red/lat 12.5x145 catalog#: 13-103206 lot#: 774840. Reported event was confirmed through review of medical records. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if product is being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow- up MDR will be submitted. Concomitant medical products - m2a magnum taper inserter p/n 139256 l/n 888700. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-02544.

Event description:
Legal counsel for patient reported patient received a revision procedure five years post-implantation due to metallosis and alval. During the procedure, the femoral head was removed and replaced and a dual mobility bearing was implanted. Attempts to obtain additional information have been made; however, no more is available at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.